Manufacturer narrative:
Further information from the reporter regarding event will be requested. No additional information is available at this time. Device labeling: precautions ¿ juvéderm® ultra injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ after use, treatment syringes and needles may be potential biohazards. Handle and dispose of these items in accordance with accepted medical practice and applicable local, state, and federal requirements. How supplied juvéderm® ultra injectable gel is supplied in individual treatment syringes with 30-g needles for single-patient use and ready for injection (implantation). The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is opened or damaged.

Event description:
Patient reported that a doctor ¿had a vile of a syringe of juvéderm® that [the physician] had not finished on a previous patient, and [the physician] just switched out the needle and used the same syringe on me.¿ the patient did not report any adverse event.